Manufacturer narrative:
H10. D10. Concomitants - product information: 2599265 170-40-07 - biolox delta femoral head 40mm od, +7mm; 4705363 186-01-60 - integrip cc, cluster 60mm, g4; 4716151 180-65-40 - alteon 6.5mm screw, 40mm; 4916002 190-21-10 - alt ha s noclr ext sz 10; 4967926 101-05-30 - 3.2mm drill bit30mm 1pk pending investigation. There is no other information available.

Event description:
It was reported via legal documentation that a patient had a right hip arthroplasty on (B)(6) 2017, and then experienced a revision surgical procedure on (B)(6) 2023, approximately 5 years, 9 months after initial implant. There was no other patient/medical information provided. No x-rays or images were provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
H3: based on the available information, the patient involved meets the following risk criteria for early prosthesis wear and/or osteolysis as specified in the hhe: implanted with a lateralized liner and combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the reported prosthesis wear is a combination of the risk factors specified in the hhe. However, this cannot be confirmed as the devices were not available for evaluation, and images and radiographs were not provided. H6: corrected medical device clinical, component, investigations, findings, and conclusion codes.